Manufacturer narrative:
Follow-up #1: date of submission 10/15/2015 device evaluation: the device has been returned and evaluated by product analysis on 09/29/2015 with the following findings: the battery compartment was found to be cracked from the top to the cover part. The battery compartment was also leaking. There was evidence of moisture and corrosion in the battery compartment. There was no additional moisture found in the pump.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. The battery compartment reportedly was cracked and there was moisture/corrosion inside the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.